Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an episode of non-sustained ventricular tachycardia after five asynchronous pacing pulses at one hundred beats per minute at the time of the device interrogation. Also reported were "no pt [patient] symptoms." The device remains in use. No patient complications were reported as a result of this event.